Event description:
It was reported to philips that the system would not startup. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was used during planned treatment. According to the additional information collected, the system was not in clinical use. A philips field service engineer (fse) examined the system onsite and confirmed that system failed to start up. Upon troubleshooting fse checked on bios battery in host pc and found bios battery was defective. To resolve the issue, fse replaced bios battery. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. The health impact code was corrected.